Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a percutaneous trans-luminal angioplasty procedure, the physician accessed the sheath using the dilator. However, upon attempting to insert the sheath into the patient's skin, resistance was encountered. As a result, the physician pulled out the sheath. It was noted there was a gap between the dilator and the sheath which caused difficulty inserting the sheath into the patient's skin. Another device was used for the procedure. Inspection of the device identified the sheath was out-of-round and had three noticeable nicks in the tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.